Event description:
It was reported PICC removed due to fracture 1cm below butterfly - external. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 5 fr dual lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed a kink in the catheter tubing just distal to the molded joint. Use residue was observed throughout the returned sample. A microscopic observation revealed a small split at one corner of the kink in the catheter tubing just distal to the molded joint. The split was observed to be slightly diagonal with a mostly straight and even edges. The fracture surfaces were observed to be granular in texture. The observed features of the kink and split in the returned catheter are characteristic of damage caused by flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. This complaint will be recorded for future trending and monitoring purposes.